Event description:
It was reported that during an attempted novasure endometrial ablation the physician perforated the uterine cavity. A laparoscopy was performed and the physician "saved the perforation and went back to perform the novasure under laparoscopic vision". The procedure was reportedly completed.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number at the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).